Event description:
It was reported that during a uteroscopy procedure, the device ruptured at 10 atms causing rupture in the ureter. The physician repaired the ureter by placing a stent. The pt was discharged the same day and has been rescheduled. No further info is available. Product was returned for eval in a generic pouch with label. A clear residue was detected inside the balloon. Pressure tested balloon and a pinhole leak was detected over the distal "r.o." Marker. The balloon has chatter marks signifying that it may have come in contact with a sharp external source. All units are 100% pressure tested prior to shipping. Will monitor for trends.